Event description:
A distributor contacted ventec via email to report the following event: "we recently had an invacare concentrator fail and now the family is blaming the equipment for her death. We need to have this unit sent in and a full report completed on its condition. Is this something you can assist us with? The concentrator in question is an invacare perfecto2 sn: (B)(6) ". There was no explanation about how the device allegedly failed during the reported event. Similarly, no further details about patient or the event were provided. The exact date of the patient¿s death was not reported. As a result, section b2, date of death, was left blank.

Manufacturer narrative:
H6: this device was placed into commercial distribution back in 2014, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state none. Ventec performed an initial examination of the device. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec examined the device and observed that it was in good condition, was approximately 10 years old and had (B)(4) hours recorded on its hour meter. During the examination, ventec observed that the device shutdown quickly upon startup and alarmed as designed in the event of a malfunction. The unit presented no signs of either audible or visual alarm failure. The unit experienced a component failure well outside of the service life of 3 years of the product, according to the device user manual. Upon failure the unit alarmed to indicate it was not functioning. Based on the ventec engineers experience with the device, and the indicated alarm condition observed, they determined that there was likely an issue with either the device's 4-way valve or that its pilot (switch) was unable to shift, resulting in the reported issue; however, the exact cause of the failure could not be conclusively determined. According to the user manual when the alarm is triggered the patient is instructed to contact their device provider and switch to supplemental oxygen until a new device can be delivered. The product is not intended to be a life sustaining device and the patient is instructed to have an additional source of oxygen available in the event a malfunction occurs. There were no signs of electrical failure or water ingress that would lead to a failure present on the machine. The clinical manual states the following (p. 7): ¿danger! Risk of injury or death while invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. ¿ always have a backup source of oxygen readily available. ¿ in the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail. The clinical manual states the following (p. 7): 1.3 indications for use the intended function and use of the invacare® perfecto2¿v oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders, by separating nitrogen from room air, by way of a molecular sieve. It is not intended to sustain or support life.¿ the clinical manual states the following (p. 30): ¿7 maintenance 7.1 service life the expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use. Refer to the procedures in the maintenance section.¿ the investigation determined that the root cause of the reported issue was user error due to failed maintenance and using the device outside of its expected life.